Event description:
It was reported that during a diep flap procedure, the surgeon said the clips were not closing completely. The surgeon also said the first firing of each applier is very hard to fire and usually winds up "burning" the first clip. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: damaged cartridge/tabs. The mcs20 instrument was returned with one cartridge cover tab damaged and disengaged. The instrument was cycled and ejected the remaining clips due to the cartridge cover condition. No conclusion could be reached as to what may have caused this finding. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.